Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as noise. While the physician was doing a extraction on the left ventricular (lv) lead, a fracture was observed on this lead. As a result, the lead was surgically abandoned. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.